Event description:
It was reported that patient called due to an alarm on her pump, it said reservoir volume low earlier. She has an appt today. Settings reviewed. Powered pump off/on. Still has no disposable alarm. She has already spoke to her clinic and she can go early for them to help her as she did not want to take cassette off. Pump powered off. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.